Event description:
During a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was 87% stenotic in a tortuous bifurcation in the left anterior descending artery (lad). The lesion was predilated with a 2.5 x 20 mm pleon balloon. After predilation the physician successfully deployed a taxus express2 8.8% 3.0 x 28 mm drug eluting stent at 14 atms. No resistance was encountered during inflation. Upon withdrawal of the deflated balloon from the stent, the physician encountered resistance. The balloon was inflated for 20 seconds and the pt started to have very slight ECG changes without clinical signs. The physician attempted to push and pull the catheter without success. The physician then inflated and deflated the balloon with low pressure, again without success. The physician finally decided to deep seat the guide catheter to successfully remove the fully deflated balloon intact. During this action, the guidewire perforated the distal lad. It was noted that the pt had a myocardial infarction at the end of the procedure. Ten minutes later in the recovery room, following an echocardiogram that confirmed blood in the pericardium, the pt went into cardiac tamponade with signs of electromechanical dissociation. The pt then had an emergency thoracotomy to drain the hemopericardium. This allowed reestablishment of sufficient arterial pressure to transfer the pt to the surgical unit for bypass surgery and implantation of a patch. Pt status is reported to be "fine" following surgery.